Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the physician implanted the lead into the left ventricle as opposed to the right ventricle. In an attempt to reposition the lead, the stylet could not be inserted properly. The lead was explanted and replaced.